Event description:
It was reported that following a refill on (B)(6) 2013 the patient showed signs of overdose. The patient was dizzy and light headed within minutes after the refill. After the patient began experiencing symptoms, the physician reduced the dose to 99mcg/day. The physician who performed the refill stated ¿it did feel a little bit funny going in¿ and the physician was concerned about a pocket fill. It was noted that a refill kit and template were used. The physician went back and withdrew about 13ml. The patient left the office and was admitted to the emergency room (ER) that night. At approximately 1:00, the patient had a seizure. The reporter stated if the physician did a pocket fill, it would have been only 80mcg that would be dosed into the system unless the physician pushed it through the catheter. The reporter was getting ready to perform a side port aspiration. The reporter was going to have a physician remove all of the medication from the pump. The reporter stated ¿perhaps it is something unrelated and coincidental¿. The reporter stated that now she was hoping they were not dealing with withdrawal. The device system delivered baclofen. It was later reported that the patient had been admitted to the hospital. A dye study, a catheter aspiration and removal of the drug from the pump procedures were performed. The pump was set to minimum rate. The patient symptoms resolved by (B)(6) 2013 and the physician reported that the patient returned to base line and was doing fine. The dose remained at minimum rate of 12.5mcg/day.

Event description:
Additional information was received and it was reported that the ¿pump was interrogated ¿ no malfunction noted¿. It was also reported that ¿at time of refill, nothing out of the ordinary occurred; pump was filled without difficulty¿.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).